Event description:
It was reported that while using the surgical fiber, the fiber broke "near the base". The fiber was replaced and the procedure completed using a second surgical fiber. "No injury to patient or staff" was reported.

Manufacturer narrative:
(B)(4)

Event description:
The fiber was expired at the time of use.